Event description:
During a laparoscopic hernia repair, the spacemaker device broke during use. The balloon portion separated from the cannula. Detected upon insertion of the camera and removed immediately. No harm to the patient b/c of active recovery by the caregiver.